Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It is reported that the patient underwent a procedure and there now seems to be an issue with the location of the left mandible component which appears to be further away from the fossa then it should be. However, when compared to the final tmj design paperwork, the mandible looks like it is in the correct position. The patient currently has some issues with mouth opening, but the surgeon indicated that it was too early to say if this was due to one particular factor.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: anatomic alignment of bilateral tmj replacements with disparity in the joint spaces, wider on the left. While the left joint space is significantly wider than the right, overall mandibular alignment and implant position appears unremarkable. A definitive root cause cannot be determined. The design of the device was reviewed by the designer, 3d systems; the case was reviewed digitally and revealed that the mandible implant was designed to sit flush in the fossa implant. The mandible was overlayed with the marking guide, which confirmed that the predictive holes lined up with the screw holes of the implant. Review of the DHR shows all steps were properly followed, and all parts were conforming. 3ds was notified the post-op CT scans will not be provided. Given that 3ds found no internal failure modes and post-op scans cannot be evaluated, no definitive root cause can be determined. The reported event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section b4, b5, d4, g3, g6, h2, h3, h4, h6 and h10.